Manufacturer narrative:
The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round high profile, 500 cc, saline, catalog #: 3503500, lot #: 7457042, sn#: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year old female patient underwent breast augmentation revision with mentor smooth round high profile, 500 cc saline breast prostheses. Left breast prosthesis deflation was determined. As a result, the patient underwent removal and replacement with unknown breast prostheses on (B)(6) 2018.

Manufacturer narrative:
On 6/11/2018, the mentor failure analysis lab has received the device for evaluation. Mentor also became aware that the replacement device was mentor smooth round high profile 560cc saline catalog: 3503560, lot: 7440685, sn: (B)(4). Device investigation summary: upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Product evaluation discovered a rent measuring approximately 3 cm on the posterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. The DHR was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).